Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on may 08, 2025, with lot number 2658845 . Based on the product analysis performed, the assessments of the complaints are: rupture : observed an broken assessed as unidentified (tear) opening and missing assessed as inconclusive. No additional observations performed on the device. No further actions are required. Visual analysis of the photographs identified: device photograph(s) for the device related to the reported event of rupture was reviewed on april 28, 2025. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported ¿rupture diagnosed via ultrasonography¿. This record is for the left side. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿rupture diagnosed via ultrasonography¿. This record is for the left side. Device has been explanted and replaced with non-abbvie device.